Manufacturer narrative:
Additional suspect medical device components involved in the event: model # - sc-1110-02 serial # - (B)(4) description - ipg kit (without pull-through tunneler) the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that during a routine lead revision surgery due to lead migration, the physician discovered a grey oozing at the lead and ipg sites and chose to explant the patient's entire system. The physician stated that the infection is not device related.

Event description:
A report was received that during a routine lead revision surgery due to lead migration, the physician discovered a grey oozing at the lead and ipg sites and chose to explant the patient's entire system. The physician stated that the infection is not device related.